Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in b5 event description. This does not meet reportable criteria.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) did not work out, but post was set upped. Field representative wanted to know on what to do to be able to use the device in the future with minimum battery drain. 07/13/2024 - additional information indicated that the device was attempted due to the device out of storage prior to slitting and after multiple successful placements the lead kept pulling back when md slits. Md decided to forgo continuing to attempt to place the lead and unfortunately the device was taken out of storage mode. Boston scientific technical services (ts) discussed about programming off all daily measurements and turning brady mode off. This crt-p was never in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) did not work out, but post was set upped. Field representative wanted to know on what to do to be able to use the device in the future with minimum battery drain. Boston scientific technical services (ts) discussed about programming off all daily measurements and turning brady mode off. This crt-p was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.